Event description:
Glucose readings stopped; I was an eager new user of the dexcom g6. When I hooked it up, it worked great for one day. Then, it disconnected from the app, my phone, and the dexcom g6 receiver. I followed their suggestions to reconnect, which finally meant to delete and reinstall the dexcom app. Of course, all the data is lost. I've had this device for seven days and it has disconnected five times. My fear is that I'm completely missing out on potentially critical information that could help me avoid either a high or low reading that could cause serious health outcomes. The fact that this device seems to not be able to stay connected to my phone, which is an (B)(6), is of great concern to me, to my family, and to my doctor. The potential for a nearly catastrophic diabetic event is something that becomes a real concern. FDA safety report ID# (B)(4).